Event description:
Reporter indicated the patient presented an office visit with an increase in seizures above the pre-vns baseline. Normal mode and system diagnostics both resulted in high lead impedance. The patient underwent vns therapy system replacement surgery. The explanted products have been returned to the manufacturer and are pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.